Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor reset after delivering a pulse during functionality testing. Capacitor c19 on the defib board was found to be damaged, causing the reset. The root cause for the damaged capacitor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.